Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight which was causing skin breakdown in the middle of her back and on her shoulder blades. It was also reported that the electrodes were making indentations into the patient's skin. The patient's doctors determined that the patient no longer needed the device and ended use. In addition, patient care staff was using mepilex pads on the patient. It was reported that the patient's wounds were improving.